Event description:
The patient underwent a coil embolization procedure in the varicocele using a lantern delivery microcatheter (lantern) and a diagnostic catheter. Upon successful completion of the procedure, the physician removed the lantern and noticed that it was fractured approximately thirty centimeters from the proximal end of the hub. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.